Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that his device was not inflating. Upon inspection, a hole was identified in the reservoir to pump tubing, along with associated fluid loss. As a result, the pump and cylinders were explanted and replaced. The reservoir was capped and a new reservoir was implanted in a different location. No additional information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation. Model number/catalog number: 720182-01. Serial number: n/a. Batch/lot number: 1100683138. Model/catalog description: reservoir. Unique identifier (UDI) #: (B)(4).